Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. \device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, the cause was due to carb ratio settings. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.